Event description:
Reporter indicated that a patient underwent vns replacement surgery. When the new system was implanted, a system diagnostics test in the operating room resulted in high lead impedance. The reporter indicated that "the vagal nerve was so scarred in and somewhat swollen, that the readout from the vns generator read high impedance." The physician did not feel "that there is something wrong with electrodes." The surgeon completed the implant surgery with vns system indicating high lead impedance. Review of x-rays indicated that the lead pin may not be fully inserted into the connector block and the electrodes do not appear to be placed on the vagus nerve. The explanted system is reported separately.

Manufacturer narrative:
Device failure suspected but did not cause or contribute to a serious death or injury.